Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Philips technical support performed troubleshooting with the customer. The customer reported that the unit was returned to service after replacing the user interface (ui) printed circuit board assembly (pcba), the power switch overlay, and the switch pcba.

Event description:
The customer reported a check vent 1105 - alarm light emitting diode (led) failed and the accept button was not working. There was no patient or user harm reported. The event date was not specified; estimate used.